Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pt said they had a uti, couldn't determine reason could be related to other illness patient had or wiping incorrectly confirmed changed wicks 8-12 hours correct. Cleaning auth cleans daily warm soapy water and disinfects alcohol lets soak min of 10 minutes; doctor didn't advise against adv to always follow dr directions and if patient gets another uti to immediately stop use. It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the pt said they had a uti, couldn't determine reason could be related to other illness patient had or wiping incorrectly confirmed changed wicks 8-12 hours correct. Cleaning auth cleans daily warm soapy water and disinfects alcohol lets soak min of 10 minutes; doctor didn't advise against, advised to always follow doctor directions and if patient gets another uti to immediately stop use. It's unclear if lot number was requested. No additional information provided. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: the purewick flex female external catheter is designed for single-use only. Trying to wash, sanitize or reuse it may lead to risk of infection or illness. This may damage the product and materials. The product may not work and cause injury or illness. Stop use if an allergic reaction occurs. A DHR could not be performed since no lot number was provided. Based on the investigation results no additional action is required at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.